Manufacturer narrative:
Results: the returned velocity was fractured at approximately 61.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fractured device. If the device is forcefully retracted from its packaging hoop at extreme angles, damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician noticed that a velocity delivery microcatheter (velocity) was fractured upon removal from packaging. It was reported that the storage hoop for the velocity was flushed with saline prior to removal from the packaging. The damage to the velocity was found prior to use; therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.